Event description:
It was reported that one drain was leaking at the seam another was clogged at the outlet valve and another had a restricted flow rate.

Manufacturer narrative:
The reported event was inconclusive. It is unknown whether this device, used for treatment, met specifications since a device was not received. No sample was returned for evaluation and the lot number is unknown. A potential failure mode could be ¿outlet tube becomes stuck together¿. A potential root cause for this failure could be "material becomes tacky due to heat or materials blooming to the surface." The lot number is unknown; therefore, the device history record could not be reviewed. Although the product code is unknown, the drain bag product labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that one drain was leaking at the seam another was clogged at the outlet valve and another had a restricted flow rate.